Event description:
A supplemental report is being submitted due to the completion of the investigation on 06-aug-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and it was created in response to the attached literature study ref. Att. ¿yamada - outcomes of intraductal placement of covered metal stents for unresectable distal malignant.pdf¿. Manufacturing records review: prior to distribution all evolution® biliary controlled-release stent - fully covered devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the japanese packaging insert c-es1608y02 lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the japanese packaging insert or product label. The japanese packaging insert (c-es1608y02) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions. From the paper it is known that the patients had underlying pancreatic cancer. It is likely that compression from the pancreatic tumour caused the stent to kink. The kinked stent resulted in recurrent biliary obstruction. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 02 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation from the literature paper, 02 patients experienced recurrent biliary obstruction due to kinking. According to the literature paper and from medical advisor input, the patients required intervention/additional procedures as a result of this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Yamada et. Al, 2023 ¿ outcomes of intraductal placement of covered metal stents for unresectable distal malignant biliary obstruction. We conducted a retrospective study of consecutive patients with unresectable distal mbo who underwent initial cms placement at our institution between june 2015 and may 2022. The method of sems placement (above or across the papilla) was left to the endoscopist¿s discretion. Endoscopic retrograde cholangiopancreatography was performed using a therapeutic duodenoscope (jf260v, tjf260v, tjf-q290v; olympus medical systems, tokyo, japan) under conscious sedation. Est was generally performed in all patients who received an sems placed across the papilla, while it was less frequently performed in patients who received intraductal sems placement to reduce duodenobiliary reflux. An sems was deployed above and across the papilla under fluoroscopic and endoscopic guidance. The length of the sems was selected based on cholangiographic findings.the fully covered semss used in this study were as follows: hanarostent biliary (m.i.tech, soul, republic of korea), evolution biliary controlled-release stent¿fully covered (cook medical, bloomington, in, USA), niti-s supremo stent (taewoong medical, soul, republic of korea), egis biliary stent (sb-kawasumi laboratories inc., kanagawa, japan), and bonastent m-intraductal (standard sci tech, soul, republic of korea). 29 patients experienced recurrent biliary obstruction such as kinking. This complaint was opened to capture 9 of these which potentially may have relate to the evolution biliary stents used in this study. Require intervention/additional procedures. S=4? 86 patients, 70 +/- years, 31 male, 55 female.